Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer had bent and leaked while performing antibody panel testing on a patient sample. Information was not provided concerning the bent probe and probe drip incident. On 08/14/2006 an ocd field engineer arrived on site. The fe replaced the appropriate fluidic system components and returned the analyzer to expected operation. Dilution of reagant / sample, carry over and / or cross contamination was not reported as a result of this incident. If this incident were to recur undetected, erroneous results could be reported and possible transfusion of incompatible blood could occur. Based on the available information, instrument malfunction could not be ruled out as a possible contributing factor.

Event description:
The customer reported that the probe on the ortho provue analyzer had bent and leaked while performing antibody panel testing on a patient sample.